Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a leak during patient use. The reporter stated, "when a patient was using the ICU plum set, leakage of chemotherapy drugs was detected at the air vent port. The patient was exposed to the leaked medication inadvertently. A new infusion tubing was replaced to ensure the safe infusion.¿ there was no patient harm reported.

Manufacturer narrative:
No 14687-15 product samples, videos or photographs were returned for investigation. The device history lot number was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.